Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. Two implants used for replacing the bone flap, did not spin down during the operation.

Manufacturer narrative:
There were 2 implants returned for review. Piece 1. There was a burr found on the threads, which may have contributed to the plate not spinning down the post. Burr was not caught during inspection. Piece 2. The plate was spun backwards, causing it to go further up the post than intended, and getting stuck on the post, therefore, it would not spin down. Possible the user spun the plate backwards. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.